Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with moisture ingress) issue. It was reported that the battery is not lasting as long as the user would expect and that there was moisture present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: the pump could not be powered on and was totally unresponsive. Moisture was observed in the battery compartment. The battery compartment was cracked and the source of a leak.